Event description:
The customer called to report a constant tone and blank display. Troubleshooting was performed, and the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display, followed by a constant tone. The problem was isolated to the liquid crystal display board.